Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 307 mg/dl. Troubleshooting was performed, and the prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.